Manufacturer narrative:
Additional information has been requested, and if received, will be submitted on a supplemental report.

Event description:
It was reported that "the constrained liner pulled out of the trident cup". Patient was revised.